Manufacturer narrative:
The pump had a blank flashing white lcd with audio beeps due to a cracked lcd controller. The pump had a cracked keypad overlay at the select button, keypad overlay texture damage, minor scratches on the display window and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father of a customer reported via phone call that the insulin pump has a blank display screen and a small crack on the keypad. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed unexpectedly and the alarm cannot be cleared. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.